Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported complaint can be attributed to a fault of the affected fiber optic cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding errors occurring on the universal surgical manipulator 4 (usm4). The reported complaint remained after the customer performed a power cycle an emergency power off (epo). The customer was able to remove the instruments from holding tissue, and perform a second power cycle with an epo with no change to the reported event. The customer is proceeding with a three arm system configuration. The usm was disabled. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated nothing bad happened because of this event. No tissue was excised during this event. There was no bleeding during this event. There was no patient harm or injury during this event